Manufacturer narrative:
Product has been requested for evaluation however it has not yet been received. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Plastic particle coming from the handpiece into the eye. No patient impact.

Manufacturer narrative:
One collection cassette with tubing was returned in a plastic bag along with a blue irrigation sleeve and a needle wrench. The IV spike cap was missing from the drip chamber. The assembly was dirty with fluid in the lines. Visual inspection of the needle wrench found it damaged, marred and gouged with burrs sticking up. Some of the material around the burrs was loose and flaked or chipped off when touched. This type of damage is similar to damage found when the wrong end of the needle wrench is used to tighten the needle tips in the handpieces. The excessive force/over torque used to tighten the needles contributes to the generation of debris and particulate. The assembly cannot function properly in this condition.